Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit. The customer's blood glucose was 137 mg/dl. The customer stated that the alarm occurred after a battery change. The customer was assisted with clearing the alarm. The customer stated that the batteries were out of the insulin pump greater than the duration allowed by the insulin pump. The customer had also received the unexpected restart alarm. The customer was advised to monitor the insulin pump. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.